Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose with blood glucose of over 600 mg/dl at the time of the incident. The customer was at 176 to 180 mg/dl at the time of the call. The customer used an insulin pen and was given manual injections to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer states they got reservoir empty alerts even when the reservoir had insulin. Troubleshooting was completed but the pump failed a high pressure test. The customer also reported difficulties pushing the plunger of the reservoir. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. The empty reservoir alarm functions properly. Device passed tone check and vibrate check. No audio/vibrate/absence of alarm anomalies noted during testing. Device uploaded properly using carelink. Device had minor scratched display window, cracked display window, cracked case at display window corner, broken belt clip slot, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker. (B)(4).